Event description:
It was reported that the patient presented for a routine device change. Upon interrogation, it was observed that the right atrial (ra) lead exhibited oversensed noise and inappropriate automatic mode-switch. The ra lead was capped and replaced on (B)(6)2022. The patient was stable.